Event description:
It was reported that the patient had an active infection. The location of the infection was the pump pocket. A culture was taken from the device pocket; IV antibiotic treatment was necessary. Drainage and incisional wound opening at the pump pocket was reported. The pump pocket was surgically opened, irrigated and closed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, serial# (B)(4), implanted: 1997 (B)(6), product type catheter. (B)(4).